Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("probable delayed allergy to nickel / strongly positive skin allergy for nickel / lymphocyte activation test was positive for nickel, titanium, gold, cobalt and chrome") in a (B)(6) female patient who had essure (batch no. C51350) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she denied concomitant gynaecological and non-gynaecological conditions, known allergies. Concurrent conditions included overweight and general anaesthesia since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("not easy conduct of procedure due to tubal spasms") and complication of device insertion ("not easy conduct of procedure due to tubal spasms"). In (B)(6) 2015, the patient experienced peripheral venous disease ("lower limb venous insufficiency"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / worsening of pelvic pain in 2016") and bladder pain ("bladder pain with no bacteria in urine"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain in scapula"). In (B)(6) 2015, the patient experienced osteoarthritis ("osteoarthritis of the left thumb"). On an unknown date, the patient experienced alopecia ("hair loss"), asthenia ("asthenia"), dizziness ("dizziness"), lacrimation increased ("watery eyes"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory disturbances"), speech disorder ("speech disturbance"), allergy to metals (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (laparoscopic hysterectomy with salpingectomy all in one piece performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dizziness, lacrimation increased, disturbance in attention and back pain had resolved, the fallopian tube spasm, complication of device insertion, peripheral venous disease, bladder pain, arthralgia, osteoarthritis, memory impairment, speech disorder and allergy to metals outcome was unknown and the asthenia was resolving. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, asthenia, back pain, bladder pain, complication of device insertion, disturbance in attention, dizziness, fallopian tube spasm, lacrimation increased, memory impairment, osteoarthritis, pelvic pain, peripheral venous disease and speech disorder with essure. The reporter commented: the insertion of essure was not easy due to tubal spasms. Reason for essure removal was a probable delayed allergy to nickel (no further information is expected) diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Skin test - on an unknown date: strongly positive for nickel. The 3-month confirmatory test: plain film of abdomen satisfactory. In 2016 - urological work-up normal. Pathological anatomy examination - no signs of tubal inflammation, no uterine or adnexal abnormalities. Lymphocyte activation test: positive for nickel, titanium, gold, cobalt and chrome. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-may-2017 for the following meddra preferred term: allergy to metals - analysis in the global safety database 258 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number c51350 (production date 09-may-2014, expiration date 31-may-2017). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("probable delayed allergy to nickel / strongly positive skin allergy for nickel / lymphocyte activation test was positive for nickel, titanium, gold, cobalt and chrome") in a (B)(6) female patient who had essure (batch no. C51350) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she denied concomitant gynaecological and non-gynaecological conditions, known allergies. Concurrent conditions included overweight and general anaesthesia since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("not easy conduct of procedure due to tubal spasms") and complication of device insertion ("not easy conduct of procedure due to tubal spasms"). In (B)(6) 2015, the patient experienced peripheral venous disease ("lower limb venous insufficiency"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / worsening of pelvic pain in 2016") and bladder pain ("bladder pain with no bacteria in urine"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain in scapula"). In (B)(6) 2015, the patient experienced osteoarthritis ("osteoarthritis of the left thumb"). On an unknown date, the patient experienced alopecia ("hair loss"), asthenia ("asthenia"), dizziness ("dizziness"), lacrimation increased ("watery eyes"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory disturbances"), speech disorder ("speech disturbance"), allergy to metals (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (laparoscopic hysterectomy with salpingectomie all in one piece performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dizziness, lacrimation increased, disturbance in attention and back pain had resolved, the fallopian tube spasm, complication of device insertion, peripheral venous disease, bladder pain, arthralgia, osteoarthritis, memory impairment, speech disorder and allergy to metals outcome was unknown and the asthenia was resolving. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, asthenia, back pain, bladder pain, complication of device insertion, disturbance in attention, dizziness, fallopian tube spasm, lacrimation increased, memory impairment, osteoarthritis, pelvic pain, peripheral venous disease and speech disorder with essure. The reporter commented: the insertion of essure was not easy due to tubal spasms. Reason for essure removal was a probable delayed allergy to nickel (no further information is expected). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Skin test - on an unknown date: strongly positive for nickel. The 3-month confirmatory test: plain film of abdomen satisfactory. In 2016 - urological work-up normal. Pathological anatomy examination - no signs of tubal inflammation, no uterine or adnexal abnormalities. Lymphocyte activation test: positive for nickel, titanium, gold, cobalt and chrome. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and according to the follow-up information the reason for essure removal was a probable delayed allergy to nickel / strongly positive skin allergy for nickel / lymphocyte activation test was positive for nickel, titanium, gold, cobalt and chrome. The event is anticipated in the reference safety information for essure. Other non-serious events were also reported. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Essure was removed (laparoscopic hysterectomy and salpingectomy). Based on event´s nature a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain / worsening of pelvic pain in 2016") in a (B)(6) female patient who had essure (batch no. C51350) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she denied concomitant gynaecological and non-gynaecological conditions, known allergies. Concurrent conditions included overweight and general anaesthesia since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("not easy conduct of procedure due to tubal spasms") and complication of device insertion ("not easy conduct of procedure due to tubal spasms"). In (B)(6) 2015, the patient experienced peripheral venous disease ("lower limb venous insufficiency"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and bladder pain ("bladder pain with no bacteria in urine"). In (B)(6) 2015, the patient experienced arthralgia ("joint pain in scapula"). In (B)(6) 2015, the patient experienced osteoarthritis ("osteoarthritis of the left thumb"). On an unknown date, the patient experienced alopecia ("hair loss"), asthenia ("asthenia"), dizziness ("dizziness"), lacrimation increased ("watery eyes"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory disturbances"), speech disorder ("speech disturbance"), allergy to metals ("strongly positive skin allergy for nickel / lymphocyte activation test was positive for nickel, titanium, gold, cobalt and chrome") and back pain ("back pain"). The patient was treated with surgery (laparoscopic hysterectomy with salpingectomie all in one piece performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dizziness, lacrimation increased, disturbance in attention and back pain had resolved, the fallopian tube spasm, complication of device insertion, peripheral venous disease, bladder pain, arthralgia, osteoarthritis, memory impairment, speech disorder and allergy to metals outcome was unknown and the asthenia was resolving. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, asthenia, back pain, bladder pain, complication of device insertion, disturbance in attention, dizziness, fallopian tube spasm, lacrimation increased, memory impairment, osteoarthritis, pelvic pain, peripheral venous disease and speech disorder with essure. The reporter commented: the insertion of essure was not easy due to tubal spasms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Skin test - on an unknown date: strongly positive for nickel. The 3-month confirmatory test: plain film of abdomen satisfactory. In 2016 - urological work-up normal. Pathological anatomy examination - no signs of tubal inflammation, no uterine or adnexal abnormalities. Lymphocyte activation test: positive for nickel, titanium, gold, cobalt and chrome. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain/ worsening of pelvic pain in 2016. Pelvic pain is anticipated in the reference safety information for essure. Other non-serious events were also reported. Pelvic pain may occur within consumers under essure use. In this case, pelvic pain started approximately 2 months after inserting essure and became worse in the next year. Essure was removed (laparoscopic hysterectomy and salpingectomy) and the patient recovered from pelvic pain. Based on event´s nature a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.